Event description:
The report states that "while removing the catheter from the patient, the catheter fractured. Best efforts were made to position the patient to facilitate catheter removal". Additional information received states that the catheter was removed because it was no longer needed and that the catheter broke "around the 6-8cm mark". It also states that "part of the catheter [was] removed. [It is] presumed some of the shell left inside. Wire seemed to have come out, but was curled". As a result, imaging and a neurosurgery consult was ordered. There was no patient harm or injury. The patient's current condition is reported as "stabled and discharged" and that the event did not have an impact on the patient's current condition. At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.

Manufacturer narrative:
(B)(4), n/a, other remarks: n/a, corrected data: n/a.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a, corrected data: n/a.

Event description:
The report states that "while removing the catheter from the patient, the catheter fractured. Best efforts were made to position the patient to facilitate catheter removal". Additional information received states that the catheter was removed because it was no longer needed and that the catheter broke "around the 6-8cm mark". It also states that "part of the catheter [was] removed. [It is] presumed some of the shell left inside. Wire seemed to have come out, but was curled". As a result, imaging and a neurosurgery consult was ordered. There was no patient harm or injury. The patient's current condition is reported as "stabled and discharged" and that the event did not have an impact on the patient's current condition. At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.